Event description:
It was reported that during port placement procedure, the dilator sleeve allegedly torn and was not able to dilate through the guide. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. In the photos, the clinician was holding a dilator in which the sleeve of the dilator was noted to be wrinkled. Therefore, the investigation is confirmed for the identified deformation due to compressive stress issue. However the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event was unknown. The investigation is inconclusive for the reported material tear issue as no clear evidence of material tear was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.   H10: d4 (expiry date: 06/2024), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, the dilator sleeve allegedly torn and was not able to dilate through the guide. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. In the photos, the clinician was holding a dilator in which the sleeve of the dilator was noted to be torn. Therefore, the investigation is confirmed for the reported material torn issue. However the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.   H10: b5, d4 (expiry date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2024) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, the dilator sleeve allegedly torn and was not able to dilate through the guide. There was no reported patient injury